Event description:
The doctor indicated that patient was presented with crown in there in hands. The doctor noticed that abutment had a screw fractured inside the implant. The doctor tried to remove the fractured screw on (B)(6) 2017 but was unsuccessful. The doctor tried again to remove the fractured screw on (B)(6) 2017 with removal kit but was again unsuccessful. The implant (xifnt411) was removed on (B)(6) 2017.

Manufacturer narrative:
An osseotite implant was returned for inspection. The implant shows large signs of damage at the top portion. The collar is fractured and bent inward. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The returned x-ray also shows the reported implant which confirms screw fracture with a piece stuck in the drive feature. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal after the pieces could not be removed. The alleged event was confirmed following inspection. A root cause could not be determined for this complaint.